Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a calorie value instead of carbohydrate value when delivering an extended bolus. Customer's blood glucose (bg) was 98 mg/dl. Tandem technical support assisted customer in cancelling the remainder of the extended bolus. Customer declined a follow up call from tandem technical support.